Event description:
Report received from USA stating that one of the device was contaminated and it should be doubled wrapped to make opening to the sterile field easier. The date of the event is unknown. It is unknown if the device was used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplement report will be sent. (B)(4).